Event description:
It was reported to philips that the system failed to start. The system was outside of clinical use. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc failed. Analysis of the log file confirmed that there was malfunction with the flexvision pc. The fse replaced the flexvision pc. After the replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.